Manufacturer narrative:
The creatinine reagent lot number is 77292601 and the expiration date is 31-oct-2024. Calibration was last performed on 14-apr-2024. The qc recovery data provided was acceptable. The field service engineer (fse) found that the cell rinse level was too low causing improper cleaning of the reaction cells. The fse adjusted the cell rinse volumes, and brought the rinse, acid wash, basic wash, and cell blanks back into specification. A precision test, calibration, and qc were performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable crep2 creatinine plus ver.2 results for 1 patient sample on a cobas c 503 analytical unit. The initial crep2 result was 0.147 mg/dl. The customer was prompted to repeat the patient sample as it was accompanied by a delta check flag. The sample was repeated and the result was 1.47 mg/dl. The repeat result was deemed correct.